Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3), and free thyroxine (ft4) on an e601 analyzer. This medwatch will cover ft3. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4. The sample initially resulted as 0.40 pmol/l for ft3 and 0.30pmol/l for ft4. The patient was taking depakine (valproic acid) when the sample was collected. The sample was repeated with the aia 1800 method, resulting as 3.25 pmol/l for ft3 and 13.98 pmol/l for ft4. Another sample was collected from the patient on (B)(6) 2015 and the patient was not taking the depakine medication at this time. The new sample resulted as 2.36 pmol/l for ft3 and 6.85 pmol/l for ft4. The patient was not adversely affected. The e601 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations have determined that the sample contains an interfering factor to the ruthenium label used in the ft3 and ft4 reagents. This limitation is covered in product labeling.